Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead and guidewire was found stuck and unable to be separated. Upon further attempts to separate the guidewire from the lead, the internal lead body came out along with the guidewire. The lv lead was removed and replaced. The patient was in stable condition.